Event description:
An endurant stent graft was attempted for the treatment of a fusiform iliac artery aneurysm. The proximal aortic neck was 23 mm in diameter. Minimum diameter of right external iliac vessel: 8mm. The patient had severely calcified abdominal aorta, common iliac artery and external iliac artery. It was reported that a 18fr sentrant was inserted from right femoral artery, it was unable to move forward as expected due to severely calcified external iliac artery. After pta was carried out with 9mm pta balloon, the physician attempted to insert the sheath with a small amount of force and the external cylinder of the sheath reached the bifurcation of internal iliac artery. The aui 28x14x102 was inserted beyond the sheath. The aui delivery system didn¿t move forward from just below bifurcation and it was repeatedly inserted and removed several times. The external iliac artery where the sheath was inserted seemed to have no support of blood vessel. At this moment, the external iliac artery was considered to have damage. The 18fr sentrant was strongly pushed at first, it would already get this phenomenon. The abdominal aorta was immediately occluded with a reliant balloon, and the damaged site was repaired with replacement of an abdominal synthetic vessel. The physician is monitoring the patient. No additional clinical sequelae were reported. Aui was not implanted. The patient has no problem after conversion and is under recovery. The physician commented that though the blood vessel had severely calcified entire circumference, the sheath was advanced by force, which resulted in failure. This case was not related to relevant device.

Manufacturer narrative:
(B)(4).